Event description:
The morning following implantation of the hvad device, the patient exhibited signs of a neurological deficit. The physician reported that the patient had an embolic cerebral vascular accident resulting in herniation. No treatment was provided due to low probability of recovery. It was reported that the event was thought to be due to existing clots in the left ventricle and around the previously implanted cannula and were not related to the hvad pump. The patient expired the one day after the event onset. No autopsy was performed, therefore, the pump remains implanted and will not be returned for analysis.

Manufacturer narrative:
Stroke has been identified as a serious adverse event that may be associated with implantation and use of ventricular assist devices. Our investigation did not reveal any evidence to suggest that this event was related to a device defect. Pre-existing left ventricular thrombus might have contributed to this patient's thromboembolic cerebrovascular event. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.